Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced adhesive issue event on (B)(6) 2026. It was stated that the patient ripped off the adhesive. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 3 of 8.